Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose level was 150mg/dl. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, unexpected restart error test and displacement test due to missing segment.